Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive b-hcg result for one patient sample. The architect analyzer generated an initial b-hcg result of 36 iu/ml and the result was reported to the physician. The patient was redrawn several days later and a negative b-hcg result was obtained. The first sample was reanalyzed, and a negative b-hcg result was obtained. There was no adverse impact to patient management reported.